Event description:
While using the model 3100a for pt treatment, the operator noted that the mean airway pressure could not be adjusted with the mean airway pressure adjust valve. When the pt was removed for routine suctioning, the mean airway pressure could not be adjusted below 48 cm h2o during pt circuit calibration. The pt was reconnected to the 3100a without compromise and treatment was continued on the 3100a.